Event description:
The international customer reported the ventilator would not function on battery power, and the battery charging led indicator was blinking. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer evaluated the device and replaced the power supply to address the reported problem.